Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test blood glucose due to his adc freestyle libre reader blood glucose meter not powering on with button press or test strip insertion. Customer was unable to check his blood sugar, and he "felt horrible" and experienced insulin shock. Ambulance was called and customer was taken to hospital where he was diagnosed with hypoglycemia and was treated with glucose via injection and oral. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported he was unable to test blood glucose due to his adc freestyle libre reader blood glucose meter not powering on with button press or test strip insertion. Customer was unable to check his blood sugar, and he "felt horrible" and experienced insulin shock. Ambulance was called and customer was taken to hospital where he was diagnosed with hypoglycemia and was treated with glucose via injection and oral. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: d4 - serial no and h4 - device mfg date have been updated based on product return. The reported reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button press. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. An extended investigation has also been performed for the reported complaint and returned reader and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.